Manufacturer narrative:
Additional contact provided: (B)(6). Occupation: product complaint analyst.

Event description:
Information was received indicating that there was gross under infusion on a smiths medical cadd legacy plus pump. The patient was not affected by this issue. The drug being infused was fluorouracil (5fu). 127ml of the medication was left when the patient returned. There was no reported adverse event.